Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The pt experienced the peritonitis and was hospitalized for the event on the same day. On an unreported date, the pt was treated with vancomycin (dose, frequency and route not reported) for the peritonitis. One week later, the patient was discharged from the hospital. At the time of this report the peritonitis was resolving, the pt was recovering and pd therapy was ongoing. The patient was to be retrained in proper aseptic technique (date not specified). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.